Event description:
This will be filed to report incomplete coaptation and worsening mitral regurgitation it was reported that on (B)(6) 2023 a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 2-3 . An xtw clip (30224r1015) was implanted successfully and the mr was reduced to grade <1. On (B)(6) 2023 a transesophageal echocardiogram (tee) was performed and it was observed the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3. On (B)(6) 2023, an additional mitraclip procedure was performed to stabilize the slda. An xtw (30317r1107) was deployed on the mitral valve. However, after deployment, it was observed the clip detached from the posterior leaflet and remained attached to the anterior leaflet. Two additional clips were then implanted to both clips, reducing mr to a grade of 2-3. There was no clinically delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported single leaflet device attachment (slda) was unable to be determined. The reported worsening mr was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device listed in b5 is filed under a separate medwatch report number.